Event description:
It was reported that a minicap transfer set disconnected from the titanium adapter which resulted in a leak. This occurred during use of the device for peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. The titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation with a minicap on the dark blue connector. A visual inspection with the naked eye and magnification noted a separation between the tubing and twist clamp. The white twist sleeve was removed, and it was determined that the tubing was torn/broken inside the main body which could cause a leak near the twist clamp. The reported condition was verified. The cause of the torn tubing could not be determined. Should additional relevant information become available, a supplemental report will be submitted.